Manufacturer narrative:
(B)(4). 3004753838-2024-290491 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6)2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Please disregard MDR submission 3004753838-2024-290491-01 as it was reported in error. It was reported that a wire/needle/cannula damaged or missing occurred. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction/additional information d9 device returned to MFR - additional information d9 date device returned - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - correctionadditional information/device evaluation h3 device evaluated by mfg - additional information h6 codes: medical device problem code - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h10 corrected data.